Event description:
It was reported the devices were not functioning correctly, one of the devices would run continuously with the battery attached and the other would not turn on. No patient was involved with either device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service history maintenance review was performed and the investigation of the complaint articles indicates that: the customer reported the motor was seized. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on 6-jan-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device: gxl. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2014 due to electronic component damage. The customer called in a service request for this item on (B)(6) 2014 and reported the device is inoperable. The previous service condition of electronic component damage is not relevant to the current complained issue of the device is inoperable. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.